Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. (B)(4).

Event description:
This complaint is from a literature source. It was reported that one patient underwent an initial pulmonary vein isolation of persistent af and suffered ischemic stroke. Title: ¿strict sequential catheter ablation strategy targeting the pulmonary veins and superior vena cava for persistent atrial fibrillation.¿ the purpose of this study was to investigate the efficacy and limitations of a strict pvi alone ablation strategy for persistent af with multiple procedures. The secondary goal was to identify the efficacy of the initial svci for persistent af resistant to pvi. Seventy patients were enrolled in this study. Thermocool navistar ablation catheters were used in this study, however catalog and lot number were unknown.